Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not turn on even with new batteries and had a blank display. The display of the insulin pump was not blank less than 30 seconds and did not return. Customer also stated that the battery cap was neither damaged nor corroded. Display did not return after pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.